Event description:
A report was received from (B)(6) stating that the device had damaged bearings. It is unk whether this event occurred during surgery. However, it is unk if there was patient injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).